Event description:
New information received notes that patient received inappropriate hv therapy again due to noise suspected from an external source. The patients CPAP machine was removed, but the noise still occurred. The system was explanted and replaced. At explant, damage was observed on the leads in the clavicle area.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported noise could not be confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.

Event description:
It was reported that patient presented in clinic after receiving inappropriate hv therapy due to noise. External source was suspected. The noise was not reproduced in clinic. Patient is being monitored via merlin.net. Patient condition is good.